Event description:
It was reported that there was an increased pacing threshold and increased impedance of atrial lead. It was noted there was a possible lead tip / tissue interface problem. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(6).

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and atrial pacing capture threshold was elevated. Acm (atrial capture management) trend shows the threshold has been increasing and become high/out of range. Auto lead diagnostics shows atrial lead impedance steadily increasing throughout record to greater than 5000 ohms. Atrial lead warning occurred on (B)(6) 2013.